Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4),product type programmer, patient. Product ID 3 7754, serial# (B)(4), product type recharger. Product ID 3778-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 3778-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
It was reported the patient was implanted on 2013-(B)(6) and went back in for a reprogramming on 2013-(B)(6) and had a ¿q-tip put in their incision and they did not like the color¿. It was discovered the patient had a (B)(6) infection around the implantable neurostimulator (ins) and had the device explanted on 2013-(B)(6). It was reported the patient¿s health care provider (hcp) used to glue to seal the wound and they also left the incision open to air that left them vulnerable to infection. It was told the patient was told they would have to wait a year to have a device re-implanted.